Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found that when the caster brakes were engaged, the caster brakes did not hold. A search of the hill-rom maintenance records did it is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.